Manufacturer narrative:
This medwatch is submitted to send the initial report. Waiting for product returned. The review of the device history records and traceability did not reveal any non-conformance to specifications or deviations in procedures that might have contributed to the reported event. Investigation still in progress. Conclusion not yet available. Device not returned yet.

Event description:
Mobi-c p&f us: superior plate not attached to peek cartridge. From information provided by the reporter: mobi-c implant was not fully attached to the peek cartridge. After the circulating nurse opened the implant on the sterile field the scrub nurse opened the packaging and found the superior plate was not attached to the peek cartridge. No harm to the patient. Delay inferior to 30 min.

Event description:
It was reported that during surgery after opening the packaging, the superior plate of the mobi-c implant was not attached to the peek cartridge. No impact to the patient was reported and another implant was used to complete the procedure.

Manufacturer narrative:
The device was returned in a disassembled state. Functional testing allowed for the device to be put back together and the device functioned as intended. It is possible that there was an error upon opening the packaging or handling the package that may have contributed to the failure. Labeling was reviewed and found to contain adequate instructions. Manufacturing records were reviewed and found the device was likely conforming when it left zimmer biomet control.